Manufacturer narrative:
(B)(4); unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: could you please provide more details of device malfunction? Please provide device details (product code, lot# or batch#)? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Could you please clarify how long was the delay (hours/minutes)? Answer = some staples and cut but not completed ¿ lap the surgeon who reported it to me has given me this information, but I believe it wasn¿t his patient so he does not have any further information. May we also change the product code for this one as I originally was told it was an ats45nk, but it is in fact an ats45. There is no device to be returned.

Event description:
It was reported that during an unknown procedure, the customers have no further information for the rep at the moment, neither did they keep the devices, but they are looking into the batch numbers, and dates of the events. All I know is that the patients were not affected other than the length of surgery, by the events, and new devices were opened.